Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Although the complaint was received for a broken balloon, engineering was unable to confirm the complainant's experience. Engineering did note that the proximal winding thread had slipped off from the proximal marker band. Applied medical has reviewed the details surrounding the event and returned products. At this time, applied medical is unable to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: "embolectomy". "We continue receive the complaint, the balloon broken, and not fill in the suggest volume. Some of them are found broken in pre-test, others broke during surgery procedure. Inject volume with broken: 1.5cc. We receive a series of complaint python a4e08 device. Balloons broke during pre-test or surgery procedure. Users said they didn't over injection liquid or gas, and the balloons broke before suggest volume." Additional information was received via email from product specialist on thursday 21jun2018. Regarding the questions, users usually pre-test the balloon by normal saline or gas. After pre-test, balloon keep uninflated until it is used for the patient. If a catheter with balloon broken during pre-test or procedure and will be replaced by a new one. According to the report from users, they didn't mentioned vessel damage and unintended material left in the patient. We will try to get more information about this issue. Type of intervention: na. Patient status: na.